Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer initially reported complaint for e-5 error: test strip error. The e-5 error occurred when the blood sample was absorbed. Customer was using proper testing technique. The customer also stated that the truemetrix meter has read hi. The customer is concerned with test results from results obtained of hi. The customer's expected fasting blood glucose test result range is 100 - 200 mg/dl. Customer stated that he sometimes drinks a lot of soda so he was used to getting hi readings. Customer was not aware if he was fasting or non-fasting for those results. Customer stated that when he has obtained an hi he has felt sweaty, very thirsty, had frequent urination and slight confusion. At the time of the call, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 and e-5 using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is 06/28/2018. The meter memory was reviewed for previous test result history: (B)(6).